Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and due to corrections required. Updated fields: (type of investigation, investigation findings and investigation conclusions). Corrected fields: - phone number (inadvertently 2 numbers were omitted). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image. The issue occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
E1 facility name- (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The issue occurred during cleaning and disinfection. There was no patient involvement.